Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple valid altitude alarms while driving on mountain passes over 10,000 feet high. The customer's blood glucose level was 250 mg/dl. The customer delivered a correction bolus via the pump. Reportedly, the customer was able to successfully clear the alarms and resume insulin delivery.